Event description:
Elite system would not count down and provide a result. Customer stated that they provide enough blood to the test sensor but still no countdown occurs. While on the phone a review of the system was conducted. Electronic checks were satisfactory. It was learned that the customer was using excel off brand reagent. No results to a diabetic who could adjust insulin based on readings could result in a serious clinical situation. It was explained to the customer that bayer does not provide or support the use of an off brand reagent. The customer did receive good results with the elite (bayer supplied) product. The complaint is considered closed.